Event description:
It was reported that loss of capture resulting in oversensing was observed on the device. The patient was not pacemaker dependent. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.